Event description:
It was reported that the customer received no delivery and motor error alarms. The infusion sets were reportedly not bent. The customer was advised to revert to insulin pens for treatment. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.